Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected. A tear drop-shape clip was somewhat formed from the 1st firing. The case was completed by another device and additional suture. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Did the ejected clip fall into the patient? If so how was the ejected clip retrieved? ---yes, but all clips were retrieved by a forceps. Did the retrieval of the clip altar the patient care or post -op care? Please explain. ---no. What vessel or structure was the device fired on at the time of the event? ---around cystic duct. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.